Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg battery is depleted. As a result, surgical intervention is pending to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient had their ipg explanted and replaced due to the ipg being inoperable. The ipg has not been charged by the patient for 8 weeks. Therapy has been restored postoperatively. Additional information received indicated the patient had difficulty charging the ipg, as the charger would not locate the ipg.